Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a blurry image and the image guide was bent (the rigid part of the scope with the lens at the end). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure image guide bent was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube damage. A root cause could not be identified for image guide bent. Based on the results of the investigation, it is likely the following led to the malfunction: outer tube damage. A root cause could not be identified for blurry image. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.